Event description:
It was noted when the device was turned back on after surgery, it was a concern that the settings may have been changed. It was also noted that the patient showed some dyskinesia after taken medication, but patient hasn¿t shown any signs of dyskinesia.

Event description:
It was reported that a patient had a spinal fusion on (B)(6) 2012. The procedure was unrelated to the device. The reporter stated that the patient "was moving" and thought something changed after surgery. It was noted that the reporter wanted to have the device checked. The reporter stated that before surgery there was not a manufacturing representative to turn the system down and off. The reporter stated that the device was turned off with the patient programmer before surgery. It was reported that the patient was still at the hospital and the reporter felt that it would impede his recovery if his settings were off. There was a loss of therapeutic effect. The reporter stated that the patient was "very parkinsonism" and wasn't moving as he normally did when the settings were on. It was reported that when the device was turned back on all the status lights came on, but the reporter had no way to know about the patient's programmed settings without a clinician checking it. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3389-40, lot# j0222890v, implanted: (B)(6) 2002, product type: lead. Product ID 3389-40, lot# j0217096v, implanted: (B)(6) 2002, product type: lead. (B)(4).